Event description:
It was reported that during use, the cs300 intra-aortic balloon pump (iabp) shutdown. However, no adverse event was reported.

Manufacturer narrative:
The getinge service territory manager (stm) that was dispatched to evaluate the iabp has reported that the iabp unit was released to the customer and cleared for clinical use.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp. The stm put the iabp on a trainer balloon, the unit autofilled and pumped successfully. The logs did not show any sign of pneumatic or mechanical failure. Upon further investigation, the stm found that the customer is not using getinge approved batteries; the non-getinge batteries failed. The stm advised that the customer chose to replace the batteries themselves. A supplemental report will be submitted when additional information is provided. (B)(6).

Event description:
It was reported that during use, the cs300 intra-aortic balloon pump (iabp) shutdown. However, no adverse event was reported.